Event description:
It was reported that the implantable cardioverter defibrillator (ICD) is not meeting longevity expectations. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned for analysis; performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement with weekly battery voltage trend data showing min bat equal to 2.801 to 2.637 volts between 06-jan-2013 and 25-aug-2013 is before device recommended replacement time (rrt) less than equal to 2.6251 volt. Concomitant product: 4076 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 82% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.